Manufacturer narrative:
All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4). Submitted to FDA on: april 20, 2017.

Event description:
The device was being used to perform viscodilation of the left eye. While the microcatheter was in sclemm's canal, the patient moved and the tip of the microcatheter was severed. The entire device was removed successfully from the eye using the original incision. There were no intraoperative complications. One day post-op 1 mm of hyphema was observed.